Event description:
It was reported that during preventative maintenance on the external pulse generator (epg), it was noted that the epg was not sensing correctly. Technical services informed the caller that the epg was no longer supported and emailed the end-of-service life letter to the caller. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.